Manufacturer narrative:
Due to chemotherapy contamination, no product will be returned. A picture of the affected tubing set has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested.

Event description:
The customer reported that while the patient was in the restroom, the IV tubing set was accidentally pulled on which caused the tubing set to separate at the upper fitment and leak 100 ml of chemotherapy. The chemotherapy agent leaked onto the floor, the patient and a visitor. There was no report of patient or visitor harm.

Event description:
The customer reported that while the adult patient was in the restroom, the IV tubing set to the primary infusion was accidentally pulled on, which caused the tubing set to separate at the upper fitment and leaked chemotherapy 100 ml. The chemotherapy agent leaked onto the floor, the patient and a visitor. The visitor was taken to the emergency department, however, there is no report of visitor harm or specific testing ordered. There was no patient harm. The customer confirmed that the visitor did not require any testing or laboratory work.

Manufacturer narrative:
The customer¿s complaint of a tubing separation and leak was confirmed. The customer¿s photo was evaluated and the reported event of separation was observed to be from the silicone to the upper fitment. Without return of the device, a root cause for the failure could not be identified.